Event description:
Procedure: ladg - lap assisted distal gastrectomy. According to the reporter: after completion of the procedure during removal of the instrument from the abdominal cavity, the anchor would not close. Doctor opened up more the incision for removing it. No additional information was obtain from the surgeon upon further attempts were made.